Event description:
It was reported to medtronic neurosurgery that during testing before the device was implanted, it was found that the delta chamber was leaking.

Manufacturer narrative:
The valve was patent. It passed siphon and reflux testing. The device did not meet requirements for the leak test as there was a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The valve met all requirements for pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies.